Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief after a motor vehicle accident. The implanted leads were reported to have migrated. A revision procedure was completed and therapy was restored.